Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. This lead was explanted and replaced. This lead will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Set screw marks were noted on the terminal pin and cuts were noted in the tip insulation and drug collar. The helix is extended and dried blood/body fluid noted in the helix housing and up past the neck region. Resistance test were completed to assess lead electrical performance. Measurements throughout these tests passed. Stylet insertion, helix mechanism and pressure tests were not performed. The lead dislodgement could not be confirmed by analysis. Induced damage only was noted.